Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that sodium phosphate 41.7 ml/hr (30mmol IV bolus in a 250ml) was programmed to infuse over 6hrs. At 1320 the infusion was initiated as a secondary infusion. Around 1515 to 1520 the nurse noted that the bag had about 20ml remaining. Although requested there is no other specific event details provided by the customer at this time.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that sodium phosphate 21.6ml/hr. (30mmol IV bolus in a 250ml) was programmed to infuse over 6 hours. At 1320 the infusion was initiated as a secondary infusion. Around 1515 to 1520 the nurse noted that the bag had about 20ml remaining. A calcium gluconate bolus as well was currently infusing at the same time through a different IV site over 2 hours. Although requested there is no other specific event details provided by the customer at this time.

Manufacturer narrative:
The customer¿s report of possible higher than expected flow rates could not be replicated during lab testing. Review of the pcu event log confirmed that on (B)(6) 2016 at 1:22pm sodium phosphate (30mmole/250ml) was programmed for a secondary infusion at 41.7ml/hr with a vtbi of 250 ml. The log did not reveal any activities that could contribute to missing medication, such as flow stop open alarms or the door remaining open for a lengthy period of time. The secondary infusion in question ran for 2 hours and 20 minutes with a total calculated volume infused of 97.208ml. This would have left a calculated 152.792ml of fluid remaining in the bag and tubing. Visual inspection observed that the pump module had a non-carefusion latch/sear assembly installed. The sear was damaged and both legs were bent towards the left. Residue was present on the membrane and platen. Testing was performed on the damaged non-carefusion sear/latch assembly; during testing it was observed that the damaged sear failed to engage the administration set¿s safety clamp upon opening the door, which would lead to a free-flow condition. The pump module¿s flow rate accuracy was verified. All lab testing verified that the pump module infusion rate was within specifications. The root cause of the medication container being empty sooner than expected was not determined.